Event description:
During a procedure the head of the hammer broke off and flew across the room. There was no harm to any staff member or the pt. Surgeon used another hammer to complete the procedure.

Manufacturer narrative:
Subject devic eis an instrument and is not implanted. Investigation could not be concluded, no conclusion could be drawn. No device was returned. Review of mfg records for this lot has been requested.